Event description:
On (B)(6) 2025, the user changed their infusion set and experienced persistent high blood glucose (bg) of 400 mg/dl without occlusion alerts. The agent suspected a bent cannula and advised replacing the infusion set. A follow-up email from agent on (B)(6) 2025 requested support to confirm if the cannula was bent, noting the user is a minor and should have a guardian present. Attempts to contact the user included calls on (B)(6) 2025 (left voicemail), (B)(6) 2025 (left voicemail), and (B)(6) 2025 (call answered but disconnected), after which the task and case were closed due to no response. The user was out of bg range for 90+ minutes. During the event, the user experienced tiredness and thirst. No medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.